Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the lead safety switch (lss) had been triggered for this system due to an atrial pacing impedance measurement greater than 3000 ohms. Additionally, atrial threshold testing was performed and ventricular capture was observed. The physician stated the lead had dislodged. The patient did not want surgical intervention at this time. Therefore, the device was reprogrammed the device to vvir configuration. No adverse patient effects were reported.